Event description:
A user facility reported to olympus that a "sudden loss of vision due to no image/darkness" was experienced when using the olympus, model otv-s7h-1d-l08e, camera head. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was reproduced. Additional evaluation findings are as follows: 1.) Air/water leak noted; 2.) Appearance defects of the cable noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The event occurred during a therapeutic procedure. The procedure was completed by replacing the device. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is possible that the image issue occurred due to water invasion inside the coupler. Olympus will continue to monitor field performance for this device.